Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the newest implanted catheter ended up being kept and discarded by the account. The csf leak and discrepancy both seemed to have resolved to the best of the rep's knowledge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen via an implantable pump. It was reported that the patient had discrepancies in the drug that was expected to be removed and what was actually removed. The patient has not experienced any symptoms but with the age of the catheter, the physician requested to replace the catheter. There were no known environmental/external/patient factors that may have led or contributed to the issue. Action/intervention: catheter revision was scheduled for (B)(6) 2024. Outcome: the issue was not resolved. The hcp has no further information for medtronic. The patient medical history was spasticity. The patient alive and no injury.

Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6) 1998 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 19-oct-2000, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2024, explanted: on (B)(6) 2024, product type: catheter, product ID: 8784, lot#serial#: (B)(6), implanted: on (B)(6) 2024, explanted: on (B)(6) 2024, product type: catheter, product ID: 8709, lot#serial#: (B)(6), implanted: on (B)(6) 1998, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the physician suspected a cerebrospinal fluid (csf) leak from his revision the previous wednesday (on (B)(6) 2024), so the physician decided to explore in surgery. It turned out that the patient had a leak around the new catheter, and there wasn't enough substantial tissue to suture the leak closed. The physician elected to remove the new catheter to repair the leak. The physician then connected an 8596sc to the original spinal segment of an 8709 that remained from the previous surgery. The new catheter that was implanted last wednesday was not completely removed. The catheter was aspirated through the catheter access port (cap) and showed to be patent.